Event description:
It was reported that suture placement was successful in the left common femoral artery using the preclose technique with the prostar xl device prior to an abdominal aortic aneurysm (aaa) repair procedure. The prostar xl sutures were deployed using an 8fr sheath uneventfully at the beginning of the procedure and set aside. The sheath was upsized to a 16fr. The arteriotomy was closed successfully at the end of the procedure using the prostar xl sutures. Post closure a small hematoma was noticed. The size of the hematoma was approximately 2cm circumference. An ultrasound was performed which confirmed a pseudoaneurysm. Surgical cut down was performed by a vascular surgeon to repair the pseudoaneurysm resolving the hematoma. From the surgical perspective, it was difficult to establish why and how the pseudoaneurysm developed. The prostar xl suture was found to be in place with the pseudoaneurysm in close proximity to the puncture site. On the opposite groin, after completion of the procedure, the right common femoral artery was surgically sutured. The patient did not experience any adverse sequela. The physician is in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no product deficiency and the product was not returned for analysis. Reportedly, the physician used an 8f sheath to place the device. However, the prostar xl instructions for use states: the prostar xl 10f system is designed for use in conjunction with 8.5 to 24 f sheaths. The safety and effectiveness of the prostar xl pvs system have not been established in patients with introducer sheaths smaller than 8.5 f or greater than 24 f during the catheterization procedure. Although a definitive cause for the reported patient effects and the relationship to the device, if any, could not be determined. There is no indication of a quality deficiency associated with the product. Review of the finished device lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a lot product quality deficiency.

Manufacturer narrative:
(B)(4). Concomitant medical products: sheath: 8f, 16f; stent graft: medtronic-endurant stent graft, main body 20f; heparin. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.